Manufacturer narrative:
Method: visual analysis, complaint history review, device history review, risk assesment. Result: the device was confirmed to have a locking ring of the plate that deformed during implantation. Manufacturing records for this product were reviewed and no anomalies were found. Conclusion: possible root causes of the ring deformation include over angulation of the drill guide during removal and/or freehanding during hole preparation, however due to the inconsistency of the reported tools used, an exact cause cannot be determined.

Event description:
It was reported that; that the thread of the reflex hybrid plate has dissolved. Update (29-jun-2016): the ring of the locking plate was broken.

Event description:
It was reported that; that the thread of the reflex hybrid plate has dissolved. Update (29-jun-2016): the ring of the locking plate was broken.